Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of a failure code 812:02 was confirmed.

Event description:
The facility returned the device for service with a report of a failure code 812:02. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.